Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic endometriosis, the probe of this ultrasonic surgical device fell into the patient's cavity after multiple activations. The probe was successfully retrieved. The procedure was completed with a competitor device. There were no further reports of patient harm.